Manufacturer narrative:
(B)(4). During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi, entered a perfusion screen on the ccm. After the 15-minute warmup period, calibration of the epgs was initiated and passed. The measurement of the direct current (dc) output voltage from the o2 sensor at 5 l/min and 100% o2 was 2.10 volts, within the specification of .55-2.758 volts. The pst measured the accuracy of the o2% and out of specification readings were noted. He temporarily replaced the o2 sensor and software module but that did not bring the readings within specification. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4)/ medwatch #1828100-2017-00379.

Event description:
It was reported that during routine testing of the device at the service center, the oxygen (o2) values on the electronic patient gas system (epgs) were out of specification. There was no patient involvement.

Manufacturer narrative:
Per service repair technician (srt) the electronic patient gas system (epgs) is overdue for reconditioning. Srt performed full recondition of the product, which included replacement of oxygen sensor. The unit operates within manufacturer specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.